Event description:
Per the field clinical specialist (fcs) report, because of low (7.9 mm) left coronary artery height (7.9 mm), the decision was made to prophylactically wire the left main coronary artery with a .014" bmw wire through a medtronic ebu 5 guide catheter. After the successful transfemoral deployment of a 23 mm sapien valve, it was decided to stent the left main ostium and proximal left main coronary artery because of possible flow irregularities seen on fluoroscopy. After deployment of two veriflex stents, a pericardial effusion was noted on transesophageal echo [tee]. A chest tube was placed, the retroflex3 sheath was removed, the access site was repaired / closed, and the patient was transferred to recovery in stable condition. On post operative day 1, the patient was hemodynamically stable, the hematocrit and hemoglobin were within normal limits, and the chest tube was planned to be removed. Additional information provided by the fcs - regarding the patient status update a week after the index procedure the chest tube had been removed and the patient was discharged. The pericardial effusion was located at the left main coronary artery and was related to the placement of the coronary stents. The most likely root cause of the coronary occlusion post valve deployment was the low height of left main coronary artery.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and rf3 training guide, complications associated with the use of the bioprosthesis and the transcatheter aortic valve replacement (tavr) procedure, include, but is not limited to, coronary flow obstruction. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Furthermore, in the IFU it is recommended that the operator perform an aortogram prior to thv implantation evaluate the height between the inferior aspect of the annulus and the inferior aspects of the lowest coronary ostium for subsequent prosthetic aortic valve implantation. In this case, per additional, the information received, the coronary occlusion appears to be related to patient factors. The edwards clinical specialist indicated prior to the tavr procedure the team was aware that the patient's left coronary artery height was low, and decided to prophylactically wire this artery before starting the case trying to prevent further complications. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.